Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The green power light came on but there was no image. The printed circuit board had failed. The bezel and rear cover were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a colonoscopy procedure, the high-definition liquid crystal display monitor would not turn on. There was a possible short. The intended procedure was completed with the same device. There was a surgical delay of thirteen (13) minutes. The patient was not under general anesthesia. No other devices were involved in the event and no devices were replaced. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. The phenomenon of the device not being able to be turned on was not reproduced. We could not determine the cause of the phenomenon based on the investigation result. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.